Event description:
This 40-year-old female underwent bilateral augmentation mammoplasties with implants. Change consistent with silicone reaction. The MFR of the devices is unknown to this reporting facility as they were implanted at another facility. The pt has had problems with contractures and question of rupture on mammogram recently. Desires to have them removed. Gross exam: both devices are ruptured. Capsules show fibrosis and chronic inflammatory changes